Event description:
On (B)(6): field service engineer found the air detection advanced warning system (adaws) was not being recognized on the faceplate, therefore, adaws was not functioning to properly to notify the user of the possible existence of air in the line during injections. Customer reports no patient events, no injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.